Event description:
Pt was contacted by dexcom customer services as part of a pt attrition program. During the call, pt's father reported that they had experienced a broken sensor wire approx six months prior to the call. Pt's father stated that the tip of the wire was protruding from pt's skin and they were able to remove the retained distal segment using tweezers. Pt never experienced any infection or other symptoms at the injection site. Pt no longer has the sensor for eval.

Manufacturer narrative:
Dexcom, inc. And FDA agreed during a facility inspection that any possible broken sensor wire was a reportable event, even in the absence of any evidence of physical harm of necessity for intervention.